Event description:
Display is not fully illuminated. Patient said that most of the "hundreds unit" is missing. A request was made to return the instrument for evaluation and in the meantime a replacement unit was provided. No serious injury or death occurred.